Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the patient had a pico device placed following an initial left knee surgery (date not provided). The patient subsequently underwent a revision surgery on (B)(6) 2025 due to fluid buildup in the left knee. Npwt is currently active. No additional information available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6 (health effect - impact code, type of investigation, investigation findings). Correction: h6 (health effect - impact code) f26 removed. H11: given the nature of the alleged incident, the product, could not be returned for evaluation. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the document for pico 14 provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse reactions that may occur during negative pressure wound therapy (npwt). Factors that could contribute to the reported event include the patient¿s condition, medical history, post-procedural complications, or pre-existing medical conditions. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.